Event description:
A medtronic representative reported that during an electrode and probe placement procedure, the site had difficulty loading the patient exams onto the navigation system planning system. The medtronic representative reported the hospital network was down and had to load the images via cd. After loading the cd, the images colors were inverted. The medtronic representative was able to adjust the software settings and the images then appeared as they should. This caused an approximately hour delay to the surgery. The surgeon completed the procedure with the use of the navigation system. There was no known impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. A software investigation was completed and found the media io software settings required updating. Software is functioning as designed.